Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Customer stated they did not adjust their pump date and time for daylight savings. Tandem technical support guided the customer through adjusting their date and time settings. Customer's blood glucose level was not impacted.